Event description:
Hcp reported xrays show stall of pump. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received. Hcp reported in follow up, pt had increased pain from 10/1/2001 refill to 11/7/2001 refill, despite pump adjustments. 20 cc was aspirated from pump reservoir expected 2.5 cc. X-ray and MRI were doen to rule out mass and check catheter location. Catheter was replaced on 10/1/2001 and 12/3/2001. The pt underwent pump x-ray rotor study and pump was replaced on 12/3/2001.

Event description:
Hcp reported x-rays show stall of pump. The device was explanted but not returned to the MFR for analysis. A f/u report will be sent when additional info is rec'd.